Manufacturer narrative:
Device eval will be performed upon the cycler's return to the MFR. A supplemental report will be sent upon the completion of the device eval.

Event description:
Pt called tech support due to drain alarms during drain 4 of the ccpd treatment. Treatment data per tech support narrative shows a fill volume of 4520 ml in fill 4 and a corresponding drain volume of 3780ml. The pt's prescribed fill volume is 3000 ml. Alarms: fill alarm, scale alarm 3, valve cover open alarm, drain alarms, and scale alarm 4. No info on when alarms occurred. Pt stated the cycler was not touched or moved during the treatment and that the pump to drain assay was not opened during the treatment. There was no report or discomfort during the tech support call. F/u: per pd nurse, the pt did not report the drain issues nor the large fill volume from (B)(6) 2012. Pt did not recall what occurred during the treatment or the fill volume he reported.